Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it seized, would not oscillate, extremely corroded internally, bearing and o-rings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, care and immersion. If information is obtained that was not available a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during surgery, while the patient was already in the room and when the device was being tested in the operating room before use on the patient, it was observed that the sagittal saw attachment device did not work when attached to the small battery drive device. According to the report, the gears inside were not engaging to access the power. There were no delays to the planned surgical procedure. A spare device was used to complete the surgery. The was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.